Event description:
During an unknown procedure, the inner shaft of a smart control device separated from the handle leaving the stent delivery in two pieces. The stent was deployed normally and no separated segment was left in the patient. No patient injury was reported. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. The device was not inserted through a stopcock. There was no resistance while advancing the device. No excessive torquing was required. There was no resistance while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance while withdrawing the device from the patient. The target lesion was the left superficial femoral artery (sfa). The lesion was described as having 80% stenosis with little calcification. There was no vessel tortuosity and no vessel angulation. The patient is currently doing ok. The device will be returned for analysis. No pictures were taken of the product malfunction.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, the inner shaft of a smart control device separated from the handle. The stent was deployed normally and no separated segment was left in the patient. There was no reported patient injury. No anomalies were noted when the device was removed from the package or during prep. The device was not inserted through a stopcock, there was no resistance while advancing the device and no excessive torquing was required. There was no resistance while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance while withdrawing the device from the patient. The target lesion was the left superficial femoral artery (sfa) with 80% stenosis and little calcification, no vessel tortuosity and no vessel angulation. There was no reported patient injury. One non-sterile smart control, iliac 7x60ml was received coiled inside a plastic bag. The inner shaft was received separated and 6 kinks were detected at 16, 57, 77, 124, 135, 146 cm from the distal tip. In addition, during analysis the handle was open and could be observed that the hub was not properly attached to the hypotube component. Blood residues were observed in the handle. No more anomalies were found. Despite the condition of the unit (separation wire lumen) functional test was performed using a guide wire cordis 0.035¿ (lab sample), it was introduced through the unit and no resistance/friction was felt.the unit was sent to sem analysis in order to find the potential root cause of the issues. Sem results showed that the hub did not present evidence of adhesive per comparison and the hypotube and the inner shaft did not also present evidence of adhesive on its surfaces. At surfaces analyzed and compared none of these presented evidence of damages that could be the result of a force applied to separate the hub from its components. Ftir analysis was performed in order to confirm or discard the evidence of adhesive presence. Based on the absorption bands observed in the ir spectra one cannot find evidence of the sample of hub-wire lumen (inner shaft) hypotube containing dymax 203a adhesive, since characteristics ir bands were not found on its spectra. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The reported failure ¿inner shaft separated¿ and hub-hypotube separation condition observed were confirmed; the exact cause of the failure is related to manufacturing process. Based on the information available, it appears that the difficulty experienced may have been caused by manufacturing issues. A risk assessment has been opened to address this issue.